Event description:
It was reported that the right ventricular (rv) lead had high threshold along with low impedance. The right atrial (ra) lead also had low impedance and several high rate episodes due to intermittent oversensing of the ventricular output. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the inner insulation had breached metal ion oxidation (mio). It was noted that there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted, the inner insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. The tines/lobes were cut. (B)(4) the partial lead was returned in segments, analyzed and the inner insulation had breached metal ion oxidation (mio). It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the inner insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic metal ion oxidation (mio), the outer insulation was breached and had environmental stress cracking, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut and the outer insulation had a cosmetic depression.